Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch report 1220908-2014-00463 which is a second device for the same patient.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. Review of the activity logs shows occurrences of messages related to the customer's report of no ECG signal; however this is not an indication of a device malfunction. This is an indication that there was poor contact between electrode and patient. The device was put through extensive testing without duplicating the reported malfunction. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.